Event description:
It was reported that the patient arrived at the clinic to have the 5fu pump assessed after reporting that it had become disconnected. The connection between the cassette and the extension tubing had become unscrewed. The patient noticed this before 2 pm, reconnected the lines, called the clinic, and drove over immediately. Upon arrival, the pump was running. The patient reported that the pump had not been stopped at any time during this period. The patient denied seeing any white powder. No chemotherapy or oxidized chemotherapy powder was observed in the chemotherapy pouch or on the patient's clothing. Upon assessment, the pump was running with 63.1ml left in the cassette. The 5fu pump was stopped and disconnected. The port needle was flushed and de-accessed. The patient was connected to a new 5fu pump. There was unknown patient signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.